Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 was taken off external power to transport a patient to their bath. After 30 minutes of running on internal power, the ventilator shut down due to empty battery. The patient was bagged by the rt (respiratory therapist). The customer confirmed that there is no patient harm associated with this reported event.